Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # h53z67. Swing tab detached/missing. Conclusion: the analysis results found that the tcr75 reload was received sterile with the swing tab detached, making the reload nonfunctional. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that it was detected at the stock in our distributor that one unit of the reload has the security lock loose inside of the blister. Not used on patient.